Manufacturer narrative:
The insulin pump alarmed with a critical pump error after battery installation and was unable to download the insulin pump; the problem was isolated to the printed circuit board. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a critical pump error. There was a picture on the screen of the insulin pump pointing to an open book. The insulin pump alarmed nonstop. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.